Manufacturer narrative:
The customer reported that the options on the unit were erased. On further assessment we found this unit was a prototype device. We are waiting for the unit to be returned to philips for a full eval as to how this prototype device became accessable at the customer's site. A follow-up report will be submitted upon completion of the investigation. The customer reported that they could not deliver a synchronized shock during cardioversion. No negative pt impact was reported. The hospital biomed evaluated the device with no trouble found. Philips requested the event file from this device including the incident date of 2009. The event file provided was not for the specified incident and none was subsequently available. On 9/3/09, the customer reported that the device had passed all testing, and had been returned to service following event. There have been no add'l reports of this issue with this device. Based solely on the customer's report, we are considering this a malfunction, although we cannot rule out the possibility of user misunderstanding. We cannot determine the cause since the symptoms could not be duplicated or assessed.

Event description:
The customer reported that the options on the unit were erased.